Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they verified the probe alignment and sample quality. The cause of the discordant, falsely low wrcrp result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low wide range c-reactive protein (wrcrp) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low wrcrp result.

Manufacturer narrative:
The initial MDR 2432235-2017-00167 was filed on march 7, 2017. Additional information (03/21/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any device malfunction. The hsc specialist stated that the reaction curve was consistent with no sample for the reaction, which may be due to the sample handling issue like bubbles or foam. The hsc specialist stated that all samples should be checked for the presence of fibrin, or bubbles prior to analysis. Quality control was in range and no other patient samples were affected. The cause of the discordant, falsely low wide range c-reactive protein result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.